Manufacturer narrative:
The head and the liner dislocated are not marketed in us. Clinical evaluation performed on 21 december 2017 by medical affairs director: immediate postoperative revision due to hip dislocation. The single image provided shows the presence of migrated acetabular shell. The pre-dislocation implants position cannot be assessed on the basis of available information. The cause of this event cannot be determined but it's likely due to insufficient primary stability achieved at surgery. Batch review performed on 29 december 2017. (B)(4).

Event description:
The same day of primary surgery the patient luxated his hip for an involuntary contraction. After a first anatomical reduction the patient hip re-luxated and this time a cup migration was detected. The surgeon revised the patient the same day swapping successfully the cup implants and the stem head.

Manufacturer narrative:
Visual inspection performed on 29 january 2018 by r&d product manager: liner and shell (not marketed in us) arrived disassembled for visual inspection. Couple of scratches were found on the taper surface of the acetabular shell. Few metal transfer scratches were found on the articulating surface of the ceramic liner. In both cases they are probably due to removal process. The probable cause of acetabular shell mobilization was the anatomical reduction procedures together with poor initial shell fixation.

Event description:
The same day of primary surgery the patient luxated his hip for an involuntary contraction. After a first anatomical reduction the patient hip re-luxated and this time a cup migration was detected. The surgeon revised the patient the same day swapping successfully the cup implants and the stem head.